Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three closed samples to analyze this complaint. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the (B)(6): 0.68 kgf in average and 0.60 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. No corrective/preventive actions needed.

Event description:
It was reported the thread (suture) detached intra-operatively. The reporter indicated that the thread (suture) detached from the needle during use. No other information has been provided.